Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to deterioration of the mesh turret, and the filter turret. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro xenon light source had all the display fields flash when the camera is connected. The event occurred on (B)(6) 2023 during a therapeutic laparoscopic gallbladder extraction procedure that was completed with no delay with the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the mesh turret and filter turret were deteriorated, the light guide connector was rattling due to wear, the aperture spring dimmer was deteriorated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.